Event description:
Physician reported the intraocular lens discharged too quickly from the insertion system tearing the posterior capsule. The incision was enlarged and the iol removed and replaced.

Manufacturer narrative:
Device was not received for analysis. Attempts to obtain additional information from the reporter have been unsuccessful. Product met all criteria prior to release. The cause of this incident is undeterminable.